Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: mbt cem keel tib tray sz2.5 knee tibial tray component; pfc*sigma c/s npor fem lt sz 3 knee femur component; pfc sigmarp stb tb in 3 10.0 knee tibial insert component; unknown knee patella component; smartset gmv gentamicin 40g bone cement x 2. (B)(4).

Event description:
Subject: (B)(6). Clinical adverse event received for migration/loosening of the tibial component. Event is not serious and is considered moderate. Event is definitely related to device and not related to procedure. Doi: (B)(6) 2007; doe: (B)(6) 2018; (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4).